Event description:
Customer reported the system intermittently locks up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and adjusted the 5v power supply and reseated circuit boards. System operates as intended. This MDR is related to ge healthcare complaint.